Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the device was returned to the manufacturer with no return paperwork. No patient symptoms were reported. The device underwent routine analysis. Additional information has been requested. If additional information is received, a follow-up report will be sent.